Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with an injection of cilanem 500 milligram in each bag for peritonitis. The patient was still hospitalized. Patient outcome was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.